Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during a laparoscopic appendectomy using the subject device, the tissue pad was peeled off. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation and evaluation. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection] ultrasonic output. [Inspection] appearance. Ultrasonic energy was delivered with no tissue present between the closed grasping section and the distal end of probe*. It was presumed that the tissue pad was worn away and a part of the tissue pad was peeled away due to this caused. The above device handling has warned in the instruction manual.